Event description:
Patient reported "rupture". Later healthcare professional confirmed "rupture". This record is for the left side. Device has been explanted and is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional confirmed "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and an opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.